Manufacturer narrative:
Product complaint # (B)(4). This complaint is from a literature source. The following literature cite has been reviewed: huang shuhan, liu chengchun, li xiaoshu, wu ya, liang chunrong, li wei, zhang meng: efficacy analysis of solitaire stent semi-release protection technique in treatment of patients with acute tandem internal carotid artery occlusion. Chin j cerebrovasc dis. 2021 apr 18;18(4):223-234. Doi: 10.3969/j.issn.1672-5921.2021.04.002. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: huang shuhan, liu chengchun, li xiaoshu, wu ya, liang chunrong, li wei, zhang meng: efficacy analysis of solitaire stent semi-release protection technique in treatment of patients with acute tandem internal carotid artery occlusion. Chin j cerebrovasc dis. 2021 apr 18;18(4):223-234. Doi: 10.3969/j.issn.1672-5921.2021.04.002. Objective and methods: the purpose of this article was to investigate the safety and efficacy of retrograde treatment of tandem occlusions using the solitaire stent half-release protection (sharp) technique. The authors retrospectively reviewed the clinical and imaging data of 14 consecutive patients with acute ischemic stroke who underwent endovascular treatment in the department of neurology, (B)(6) medical center from january 2017 to march 2019. The patients presented with 14 cases of tandem occlusion were internal carotid artery occlusion, 8 cases were complicated with internal carotid artery terminal occlusion (c7 segment occlusion), 6 cases were complicated with middle cerebral artery m1 segment occlusion. All 14 patients were successfully recanalized, reaching tici grade 2b or 3. The surgical procedure: first, the guiding catheter and the intermediate catheter were extruded through the occlusion site for intracranial vascular occlusion stent embolectomy, then the sharp technique was used to semi-release the solitaireab stent into the internal carotid artery, playing a role similar to the distal embolization protection device, then the catheter was withdrawn to the common carotid artery, the presence of distal embolization was confirmed by angiography, and the embolectomy or stent implantation was selected according to the results of angiographic evaluation. Carotid artery stenting was performed if angiography showed unmaintained forward flow or excessive residual stenosis. Successful recanalization after surgery was defined as thrombolysis in cerebral infarction (tici) grade 2b or 3. Adverse events were assessed by reexamination of head CT immediately after surgery and at (24 ± 6) h after surgery, including intraoperative complications (vasospasm, distal embolic events), complications related to sharp technique [distal embolic events were confirmed by dsa after stent release and/or when the guiding catheter was retracted to the internal carotid artery stenosis], hemorrhagic transformation, subarachnoid hemorrhage, and symptomatic intracranial hemorrhage. This complaint will capture all adverse events potentially associated with the cnv guiding catheter that as utilized, as this catheter was an integral part of the surgical procedure. The authors did not specify the treatment for the included adverse events. Lot, model and catalog number are not available, but the suspected cerenovus device possibly associated with reported adverse events: 8fr guide catheter other cerenovus devices that were also used in this study: na. Non-cerenovus devices that were also used in this study: 6 mm x 30 mm solitaire ab embolectomy stent (ev3). 2fr intermediate catheter (stryker). Microcatheter (ev3- 4 fr or 7fr). Wall stent (boston scientific). Protégé rx stent (ev3). Precise rx stent (cordis). Adverse event(s) and provided interventions associated with cerenovus devices: patient 2 experienced an intraoperative distal embolism during sharp procedure to treat tandem cerebral artery occlusions. Treatment not specified. Patient 4 experienced an intraoperative distal embolism and hemorrhagic infarction during embolectomy- treatment not specified. Patient 6 experienced a perioperative hemorrhagic infarction during embolectomy- treatment not specified. Patient 8 experienced a perioperative hemorrhagic infarction during embolectomy- treatment not specified. Patient 9 experienced an intraoperative distal embolism and vasospasm during embolectomy - treatment not specified. Patient 10 experienced a subarachnoid hemorrhage during embolectomy - treatment not specified. Patient 13 experienced an intraoperative unspecified vessel dissection during embolectomy - treatment not specified. Patient 14 experienced an intraoperative vasospasm during embolectomy - treatment not specified.